Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed. Based on the results of the investigation maintenance problem is identified, and root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump head starts to fail, believes it is due to bad pump head. The issue occurred during colonoscopy procedure, which was completed with an olympus back-up device. There were no reports of patient harm.